Event description:
A customer reported a malfunction on the pump, specifically malf 12, and called for assistance. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided information on how to reset the pump, assisted the customer in resetting it, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappears.